Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd safe-clip" experienced a case of safeclip not clipping/jammed. The following information was provided by the initial reporter: in following-up calls helping the patients, it was reported that there are difficulties with the needle clipper. Therefore, it was given a re-training where it was evidenced that the device presents a failure and doesn't cut the needle, so as well the needle doesn't properly get into it either. Caregiver reports that the last change of the device was approximately three months ago, and it has been one month since it has stopped working properly. It was further reported that the device hasn't fallen, and hasn't suffered any accidental damage either. No further issues were observed, and the caregiver doesn't require further info.

Manufacturer narrative:
Investigation summary: no samples were returned therefore the investigation was performed based on the video provided. One video of a bd safeclip was provided. Consumer reported that there are difficulties with the needle clipper, the device presents a failure and doesn't cut the needle, so as well the needle doesn't properly get into it either. The video was examined, and it was observed that the user was attempting to clip the patient end (pe) cannula of a pen needle using the safeclip. Based on the video alone, it could not be determined if the safeclip cutter was blocked, unable to clip cannula, or exhibited other defects which would lead to difficulty using the device. No defects could be determined from the provided video. According with the DHR review ¿not clipping¿, ¿difficult/unable to operate¿, and ¿cutter blocked¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0, aql=1). Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that bd safe-clip¿ experienced a case of safeclip not clipping/jammed. The following information was provided by the initial reporter: in following-up calls helping the patients, it was reported that there are difficulties with the needle clipper. Therefore, it was given a re-training where it was evidenced that the device presents a failure and doesn't cut the needle, so as well the needle doesn't properly get into it either. Caregiver reports that the last change of the device was approximately three months ago, and it has been one month since it has stopped working properly. It was further reported that the device hasn't fallen, and hasn't suffered any accidental damage either. No further issues were observed, and the caregiver doesn't require further info.